Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance at least of two (2) meters from the surgery field. A pall filter is used for tap water and device surfaces are cleaned as per the IFU. The hospital is not user of re-usable blankets. In addition, it was learned that the hydrogen peroxide (h2o2) level is checked daily as prescribed by device instruction for use during work week only and is not applied during week-ends even if the device is stored full of water. This is not in accordance with device IFU and this deviation may have led/contributed to the reported contamination.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was scrapped and replaced with another one.

Event description:
See initial report.